Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid came out of the relion® insulin syringe barrel. The following information was provided by the initial reporter: "consumer reported liquid coming out of the barrel of syringe.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2031550. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that foreign liquid came out of the relion® insulin syringe barrel. The following information was provided by the initial reporter: "consumer reported liquid coming out of the barrel of syringe."